Event description:
A ventilator was returned to a third-party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third-party service center, "service required' codes relating to the charging of the internal battery were found in the ventilator's downloaded error log. The device's detachable battery cable was replaced to address the issues.